Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: this MDR is being re-filed per request of the FDA, as the previous initial submission was filed and received by the FDA on 08/19/2015 under an incorrect MDR number (1723170-2015-001011) which contained an extra sequence digit. No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. The original reported date received by manufacturer was 07/24/2015. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Replacement device shipped to site on 7/30/2015 for issue resolution. No parts have been received by the manufacturer for analysis. Repopulated with current FDA codes. The (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A site representative reported that the screws was stripped on the medium clamp instrument. The site representative reported this instrument has been damaged for "2-3 months". No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.